Event description:
It was reported that the voyager nc balloon was used to pre-dilate the lesion in the proximal left anterior descending artery. A non-abbott stent was deployed and the voyager nc was used again for post-dilatation; however, the balloon ruptured at 18 atmospheres during the fourth inflation. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned catheter found contrast visible in the inflation lumen and the balloon was partially inflated with air, which suggests that the device was prepared for use and is consistent with inflation of the balloon. A new indeflator was used in an attempt to pressurize the catheter to rated burst pressure (rbp) when fluid was observed leaking from a pinhole in the balloon, 3.5 mm proximal to the distal balloon marker, confirming the reported rupture. It could not be determined if the pinhole was along a crease or fold in the balloon. Scanning electron microscopy (sem) confirmed a leak located in a fold and noted mechanical damage on the outer surface of the balloon leading up to and adjacent to the rupture site. The sem analysis concluded that the balloon failure may have been attributed to mechanical damage on the balloon surface. Since, there was no report of any leaks noted during preparation for use and the balloon was initially pressurized three times without incident, this indicates that the balloon was not damaged prior to the procedure. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the stent implant such that upon a fourth inflation attempt, the balloon ruptured. To ensure this type of damage is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. Balloon material ruptures can be affected by numerous factors including, but not limited to: balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Based on the information provided, the lesion was 90% stenosed and may have contributed to the experienced rupture. According to the analysis of the returned product and the results of the sem analysis, the reported balloon rupture and damage noted appear to be related to circumstances of the procedure and not a product quality deficiency.